Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a scheduled repeat thyroid procedure, the anesthesiologist experienced some difficulty intubating the patient. A smaller size tube was used with aid from additional personnel and a fiberoptic scope, the emg et tube was placed and the procedure was started. Case progressed as expected and nim "behaved as expected". At extubation, the realization was the vocal cords were immobile. The patient then had a tracheotomy and was transported to the ICU. The patient also developed a hematoma on one vocal cord, which has now healed. The patient still has a tracheostomy due to the inability to close cords from bilateral cord immobility. Surgeon states the cord mobility improves at each weekly check and the surgeon is optimistic regarding patient's prognosis.

Manufacturer narrative:
(B)(4). The product was not returned to the manufacturer for analysis. A voluntary medwatch 3500a form was received from the reporter. This device is used for treatment purposes. Device description: the endotracheal tube is flexible silicone elastomer tube with an inflatable cuff and has bipolar stainless steel contact electrodes which are designed for monitoring vocal cord's nerve integrity through the electrode's contacting the true vocal cords. The stainless steel wires are embedded in the silicone of the main shaft of the tube and are exposed only for a short distance (approximately 30 mm), slightly superior to the cuff. The electrodes are designed to make contact with the patient's vocal cords to facilitate electromyographic (emg) monitoring of the vocal cords during surgery when connected to a multi-channel emg monitoring device. Both the tube and cuff are manufactured from silicone elastomer that allows the tube to conform readily to the shape of the patient's trachea with minimal trauma to tissues. The emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use. Instructions for use include, but are not limited to: visualize electrode contact with the true vocal cords. On the nim standard reinforced emg endotracheal tube, the 30 mm of electrode exposure is located equally around the perimeter of the tube with a midpoint of approximately 80-94 mm above the caudal tip of the tube.